Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure of a coronary artery the physician observed that the balloon of a 2.0x12 maverick2 balloon catheter "was broken when the packaging was opened". There was no pt contact. The procedure was successfully completed with another 2.0x12 maverick2 balloon catheter.